Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 529 mg/dl. Customer received multiple no delivery alarms on the insulin pump. The hospitalization occurred on (B)(6) 2015. The hospitalization was reportedly due to the excessive no delivery alarms and customer was wearing the insulin pump at time of hospitalization. Customer was treated with a drip and potassium. The no delivery alarm was reportedly resolved with a set change. Nothing further reported.